Event description:
Pt with a lesion at left coronary artery. Angioplasty with a 3.0 balloon resulted in a mild dissection. A stent was attempted; however, the lesion could not be crossed. A stent was inflated for 48 seconds and deployed. The pt became hypotensive and bradycardic. The balloon would not deflate. High pressure inflation x 30 minutes finally resulted in successful balloon deflation. Once removed, site where balloon had been kinked was evident. Pt had dissection from proximal stent back to ostium of left main coronary artery.